Manufacturer narrative:
Per additional information from the customer: 1. It is unknown if the customer cleaned, disinfected, and sterilized the device before it was sent to olympus. 2. It is unknown if there was any delay in the start of precleaning. 3. The customer flushed the air/water nozzle with water and air. 4. There were no abnormalities in the accessories used for reprocessing. 5. It is unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. 6. The customer flushed the air/water nozzle/channel with detergent solution. It is unknown if the reprocessing was conducted in accordance with IFU from the obtained information. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. - the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and no air/water was fed due to looseness of the nozzle. Also, evaluation found that water tightness was lost due to damage on the up/down knob, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white clouded area, the control unit was dirty due to water leakage, the scope cover was dented, the universal cord was wrinkled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water supply of the evis lucera elite colonovideoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.